Manufacturer narrative:
The patient presented with pain and restricted mouth opening. The surgeon removed the devices and reported that the right fossa component was placed more laterally than the designed position. The surgeon plans to revise the devices.

Event description:
The patient's tmj devices were removed due to infection and malposition.